Manufacturer narrative:
(B)(4). This complaint for a system error 2267 was confirmed. The cause was determined to be use error- switching bags during therapy, which can cause air to enter the tubing. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2267 (air or fluid in set) while on home choice (hc) device during fill 1 of 4. The home patient (hp) stated that she switched the heater bag and supply bag in the fill to warm the solution. The baxter technical representative (tsr) had the hp power cycle on the hc to end therapy and advised the hp to start over with new supplies. The tsr advised the hp to call the registered nurse(rn) regarding this event. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.